Event description:
There has been no new event information received.

Manufacturer narrative:
Investigation/evaluation. The device was not returned for evaluation. Without the complaint device, a physical investigation was not able to be completed. Imaging was not provided for review. A document based investigation has been performed including a review of complaint history, instructions for use, and quality control data. The device history records could not be reviewed due to lack of lot information from the user facility. The device was not returned. It was reported that the patient had a flex graft implanted around 2 years ago to treat an aaa. This indicates that the following cook endografts implanted included a zenith flex aaa endovascular graft bifurcated main body (rpn: tffb%) and two zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle%) grafts. The patient underwent the embolization procedure to treat a persistent type 2 endoleak. Type 2 endoleaks are caused by retrograde bloodflow into the aaa from excluded vessels commonly originating from the inferior mesenteric artery (ima) or lumbar arteries. Therefore, type ii endoleaks can be considered patient anatomy related and independent of device design or function. During the secondary intervention to treat the endoleak, the ima was embolized with embolization coils. After embolization of the ima, hystoacryl glue was used to embolize the aaa sac around the endovascular grafts. Cook representative vanessa murrihy (senior territory manager) stated that the imaging showed the glue moving into the sac, then all at once filled the left zsle limb causing complete occlusion. Additionally, there was no evidence that the graft was punctured. The name of the glue as well as a photo of the label was requested but not provided by the customer facility. The glue likely perfused through the zsle graft just distal to the tffb limb, at the transition from two overlapping grafts to one. It cannot be determined if the graft fabric was porous to the glue or if the glue perfused through the suture holes. With the information provided, there is no indication that this event is related to the design, function or manufacturing of the zsle device. There have been no similar complaint events reported to cook. The instructions for use (IFU) states the following in consideration of the reported failure mode: the zenith spiral-z aaa iliac leg with the z-trak introduction system is indicated for use with the zenith aaa endovascular graft family of products, including the zenith flex aaa endovascular graft, zenith alpha abdominal endovascular graft, zenith low profile aaa endovascular graft, zenith renu ancillary graft, zenith fenestrated aaa endovascular graft, zenith universal distal body endovascular graft, zenith flex aui, or zenith branch iliac endovascular graft, during either a primary or a secondary procedure in patients who have adequate iliac/femoral access compatible with the required introduction systems. The graft is used in combination with these products for the endovascular treatment of abdominal aortic and aorto-iliac aneurysms. Warnings and precautions: patients experiencing reduced blood flow through the graft limb and/ or leaks may be required to undergo secondary interventions or surgical procedures. Potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: claudication (e.g., buttock, lower limb). Graft or native vessel occlusion. The graft occlusion was caused by the injection of hystoacryl glue into the aaa sac for embolization. The glue likely perfused into the zsle graft through the suture holes or through the graft fabric. It should be noted that the type of glue used within the procedure was not provided by the user facility. With the information provided, there is no indication that this event is related to the design, function or manufacturing of the zsle device. Therefore, the investigation conclusion is established as no problem detected. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. Cook will continue to monitor for similar complaints. The appropriate personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the patient had a flex graft implanted approximately two years ago. Since the initial implantation the patient underwent an embolization of a type ii endoleak. The radiologist coiled the inferior mesenteric artery and they gained access into the aneurysmal sac via the lumbar via the right internal iliac artery using a progreat catheter. The embolization of the aneurysmal sac of the aneurysm was done using histoacryl glue. The imaging showed the glue moving into the sac, then all at once it filled the graft left limb. This caused complete occlusion of the graft limb and the patient later required a cross-over repair. "The" was no evidence that the graft was punctured. Additional device information and imaging has been requested but not yet provided at the time of this report.